Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency room with chest pain. The right atrial (ra) lead had caused a perforation and subsequent pericardial effusion. A pericardiocentesis was performed to drain blood from the pericardial space. The lead remains in use. No further patient complications have been reported as a result of this event.